Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The customer consumed orange juice and candy to address the low bg. Reportedly, the customer's basal rates were incorrect. Tandem technical support assisted the customer in correcting the pump settings and insulin therapy resumed.